Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's wife, who also reports to be an hcp, stated that the customer received a sensor scan result of 'lo' (reading less than 40 mg/dl) compared to an unspecified high reading obtained on a competitor device. Customer was treated with insulin (dose/type unknown) and two hours later, was treated with a second dose of insulin. Customer experienced sweating, slurred speech, and tiredness so paramedics were called and his wife treated him with fudge. Upon arrival of the paramedics, customer was treated with food and a reading of 79 mg/dl was obtained on the paramedic meter post treatment. No further treatment was required and customer was deemed okay to stay home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's wife, who also reports to be an hcp, stated that the customer received a sensor scan result of 'lo' (reading less than 40 mg/dl) compared to an unspecified high reading obtained on a competitor device. Customer was treated with insulin (dose/type unknown) and two hours later, was treated with a second dose of insulin. Customer experienced sweating, slurred speech, and tiredness so paramedics were called and his wife treated him with fudge. Upon arrival of the paramedics, customer was treated with food and a reading of 79 mg/dl was obtained on the paramedic meter post treatment. No further treatment was required and customer was deemed okay to stay home. There was no report of death or permanent injury associated with this event.